Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever was disengaged from the rotation collar. Engineering evaluated the broken articulation lever and determined that an excessive force was applied to the lever causing the breakage. Functionally, the instrument was loaded with a representative single use loading unit (sulu). The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Due to the noted condition the articulation function could not be tested. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken articulation lever may occur by rotating the articulation lever fully to the left while a reload (sulu) is constrained in a fully articulated position to the right. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the stomach on a bypass procedure, the wheel of directional change of the device¿s axis broke off when manipulated making it impossible to use the stapler. Another device was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a bypass procedure, the wheel of directional change of the device¿s axis broke off when manipulated making it impossible to use the stapler. There was no patient injury.